Manufacturer narrative:
Insulin pump passed displacement test. However, insulin pump was unable to prime during prime test alarm test and motor error alarm during basic occlusion test, due to loose and protruded drive support disk. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump failed the motor displacement test. No further information was provided.